Event description:
It was reported that a patient underwent an atrioventricular (av) node ablation with a thermocool® smart touch® sf bi-directional navigation catheter (stsf) and when coming on ablation, an electrode temperature too high error was displayed on the ngen monitor. The stsf catheter was removed from the patient. The medical team identified that no fluid was coming out of the stsf catheter ports when irrigated. The pump was confirmed to be working. The catheter and generator settings were proper as well. There were no flow rate issues noted on the ngen either. The stsf catheter was replaced and the issue was resolved. The procedure continued without further issues. No patient consequences were reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 10-mar-2025, the product investigation was completed as the complaint device was not returned. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31486630l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).